Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was sticking. Caller reported that this was a recurring issue that had become progressively worse. Customer's mother stated that within one week leading up to the call, the buttons may take 15 minutes to respond. Blood glucose level at the time of the incident was 108 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the leak test. The pump was received with all buttons responding properly. No cosmetic or moisture damage was noted on the keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a keypad overlay.